Manufacturer narrative:
Failure analysis confirmed the insulin pump had all buttons function properly. However moisture damage was noted on keypad traces during visual inspection. Moisture damage was noted on lcd board. No ramping numbers noted on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and moisture damage. The customer stated the numbers on their keypad were rapping. Customer's blood glucose was 104 mg/dl. The customer states it is foggy under the lcd screen. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.